Event description:
During placement of the last electrode, the drill bit broke within the soft tissues. Using intraoperative fluoroscopy, the drill bit was identified and removed with a hemostat clamp in its entirety. The patient required a slightly larger incision to remove the fractured drill bit.